Event description:
The customer reported that the roller in the clamp will not shut off all the way when using with a pressure infusor bag. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A follow-up report will be submitted when the eval has been completed.